Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that high capture threshold was observed. Repositioning was unsuccessful and the lead was noted to have dislodged. The lead was explanted and replaced. Patient condition was stable post-procedure.